Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation to treat atrial fibrillation a fluid leak was noticed between the luer and the tubing of the intellanav mifi open-irrigated catheter. The issue was solved by exchanging the catheter. The procedure was successfully completed with no patient complications. The device is expected to be returned.

Event description:
It was reported that during an ablation to treat atrial fibrillation a fluid leak was noticed between the luer and the tubing of the intellanav mifi open-irrigated catheter. The issue was solved by exchanging the catheter. The procedure was successfully completed with no patient complications. The device has been returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.